Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was at home and unconscious at time of the inappropriate defibrillation event and was later taken to the hospital where she was unable to be revived. The patient's husband initiated CPR until the ems arrived. The ems detected pulseless electrical activity. The patient received three inappropriate treatments at 01:32:13, 01:32:40, and 01:33:08. Asystole and CPR artifact contributed to the false detections. CPR artifact indicated the presence of bystanders. A review of the downloaded data confirms the patient pressed the response buttons were not pressed the entire event. Between (B)(6) 1953 and 02/15/29, ventricular tachycardia at 117-157bpm with varying amplitudes was detected. The device determined that the heart rate fell below the threshold for maintaining the detection.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2014 - initial use. Electrode belt (B)(4): (B)(6) 2014 - initial use.